Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system end cap fell off before use. The following information was provided by the initial reporter, translated from chinese to english: "at 08:55 on (B)(6), when preparing to give the patient intravenous infusion, it was found that the white cap of the intravenous indwelling needle had fallen off, and there was no bleeding at the indwelling needle, so the indwelling needle was removed and re-punctured, and the patient had no discomfort symptoms".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system end cap fell off before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 08:55 on september 28, when preparing to give the patient intravenous infusion, it was found that the white cap of the intravenous indwelling needle had fallen off, and there was no bleeding at the indwelling needle, so the indwelling needle was removed and re-punctured, and the patient had no discomfort symptoms".